Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 based on bsc aware date. (B)(6). Device eval by manufacturer: the device was not returned for analysis. Media images were reviewed. The migrated coil was shown in the lung.

Event description:
It was reported that the coil migrated. An interlock-35 coil was used in an ovarian vein embolization procedure on (B)(6) 2017. There were no complications. It was later noted that the implanted coil had migrated to the lung. The patient was asymptomatic and was in stable condition.